Manufacturer narrative:
Device evaluation : one portex siliconised pvc, oral/nasal soft seal cuff tracheal tube was received for investigation in used condition, without the original packaging. Immediate visual inspection of the sample noted no discrepancies. The cuff of the returned sample was inflated using a syringe in order to detect any leakage. A leak was observed coming out from the seal of the cuff. In addition, tracheal inflation line and leak tests were audited during thirty two (32) units finding no discrepancies or leaks. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint allegation was confirmed. The problem source was noted to be manufacturing, where the most probable sources are the following: production personnel did not follow the inspection instructions or the instructions are not clear in the welder process. Retraining by the quality engineer was completed for the manufacturing personnel as a result.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex siliconised pvc, oral/nasal soft seal cuff tracheal tube leaked air from the cuff. Subsequently, the hospital was required to replace the tube with a new one. No adverse patient effects were reported.